Manufacturer narrative:
Correction : (g3) awareness date

Event description:
It was reported that the device was broken or damaged. The syringe pump arm is bent. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced tube drive, front cover, rear case, lt/rt handle, barrel clamp, sleeve drive, wiper seal, flange gripper, carriage block assy, lt/rt iui and lower housing. Syr/pca sizer misalign recall and plunger gripper recall completed. Performed calibration. A review of the device history record showed the device had a manufacture date of 18/feb/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the carriage assy a review of the complaint history record in trackwise and sap was performed for (B)(6) , which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # 1604765 for rear case. CAPA # fi-2017-0015 for gripper. CAPA # ca-2018-0161 for iui. CAPA # ca-2018-0151 for sizer.

Event description:
It was reported that the device was broken or damaged.the syringe pump arm is bent.no additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced tube drive, front cover, rear case, lt/rt handle, barrel clamp, sleeve drive, wiper seal, flange gripper, carriage block assy, lt/rt iui and lower housing. Syr/pca sizer misalign recall and plunger gripper recall completed. Performed calibration. A review of the device history record showed the device had a manufacture date of 18/feb/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the carriage assy. A review of the complaint history record in trackwise and sap was performed for sn (B)(4), which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # (B)(4) for rear case. CAPA # (B)(4) for gripper. CAPA # (B)(4) for iui. CAPA # (B)(4) for sizer.

Event description:
It was reported that the device was broken or damaged. The syringe pump arm is bent. No additional information was provided. There was no patient involvement.